Manufacturer narrative:
(B)(4). A follow up report will be submitted when the sample evaluation has been completed.

Event description:
Baxter received a report that leakage from a pinhole on the tubing was found. The hole was found on the mark due to always holding the set at the same place. This patient held the tubing binding with rubber band. There was no patient injury or medical intervention. The actual sample is available for evaluation.